Manufacturer narrative:
H3: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. Reviewed the case details. According to the case description, the site had difficulty in registering the patient. Technical services (ts) noticed the patient image was improperly scanned, appearing cylindrical and missing key anatomical features like the top of the forehead and ears. Initial 3-point touch registration attempts struggled with landmark identification, with tracing points mapping beneath the skin and registration inaccuracies exceeding 4.0mm. Switching to patient reference frame registration also showed similar issues, with left-side inaccuracies up to 10mm. After adding six touch points and refining the process, the site achieved registration accuracy below 4.0mm, resolving the issue to the surgeon's satisfaction. Archives are needed to check registration patterns followed. However, as per the information provided, logs and archives are not available. Without exam archives there is insufficient information to determine whether a software anomaly contributed to the reported behavior. H6: b01, c19 and d15 apply to the software concomitant product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that there were difficulties registering the patient while in surgery. The site had attempted several registrations, but could not get the overall accuracy below 4.0mm. They were unable to register.  Troubleshooting was performed. Technical services (ts) facetimed the local representative (rep) and immediately noticed the patient image was not scanned according to protocol. The patient image appeared cylindrical and was missing the top part of the forehead and both ears. Ts had the site switch to 3 point touch registration. The software struggled to identify landmarks, and the initial point was placed inside the nose by default. The site continued to trace after the three points, and the accuracy was somewhat improved, but still not below 4.0mm. The site attempted three more registrations with 3 point touch, but was not satisfied. Ts noting that the site was struggling to initiate new bursts of trace. When pressed on the skin, th e system would not initiate tracing. Ts also noting that in all of their attempts, the tracing spheres appeared to map beneath the skin, suggesting either the surgeon was pressing too hard or the system could not map the points correctly. Ts had the site switch to patient reference frame registration. Again, the site's trace points appeared to dip below the surface of the skin. In verify registration, the patient's left was inaccurate by up to 10mm deep. Ts had the site add touch points prior to tracing. The site added six touch points, but struggled to verify them. Once two of the touch points were green and two were yellow, ts had the site switch back to trace. The site got the registration below 4.0mm, and the surgeon was satisfied with the accuracy. Neither delay nor patient impact information were provided.

Manufacturer narrative:
A0907: unable to register a0908: inaccurate registration d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736226, software version #: 2.1.0. No products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.